Event description:
Pt's mother reports curlin pump moog 6000 infusion pump will not run. Has error message air in the line serial # (B)(4) exp date 01/13/2018. Pt did not miss an infusion. Received infusion via gravity. Tubing tolerated well. No harm to the pt due to pump malfunction. Pt's mother aware not to throw the pump away and needs to return pump. Pt's mother did not say if the manufacturer can contact her for information. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.02 hurler-scheie syndrome.